Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges burning and watery eyes, irritating dry cough and crusty nose. There was no report of serious patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of burning eyes, watery eyes, and dry cough. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and observed an dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. Unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. A hairlike substance was observed inside the blower box, inside the bottom enclosure, and on the dc jack color insert. Liquid ingress was observed on the blower, blower box, and p4 power connector. A contaminate consistent with keratin was observed on the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer powered up but did not provide airflow due to the foam being in the blower. The manufacturer concludes that the presence of dust/dirt contamination in the airpath. Pil observed no evidence of degraded sound abatement foam. Section h6 were updated in this report.